Event description:
Evolve lv_xlv study: it was reported that the subject died. In october 2020, the subject was enrolled in the clinical study and on the same day index procedure was performed. The target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca) with 75% stenosed lesion and was 16 mm long with a distal vessel diameter of 4.5 mm and timi flow of 3. The target lesion was treated with pre-dilation and placement of 4.50 mm x 16 mm study stent. Following post-dilation, residual stenosis was noted to be 0% with timi flow of 3. On the following day, the subject was discharged on dual antiplatelet therapy. In december 2021, the subject expired.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
A1- patient identifier: (B)(6).

Event description:
Evolve lv_xlv study it was reported that the subject died. In (B)(6) 2020, the subject was enrolled in the clinical study and on the same day index procedure was performed. The target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca) with 75% stenosed lesion and was 16 mm long with a distal vessel diameter of 4.5 mm and timi flow of 3. The target lesion was treated with pre-dilation and placement of 4.50 mm x 16 mm study stent. Following post-dilation, residual stenosis was noted to be 0% with timi flow of 3. On the following day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2021, the subject expired. It was further reported that the subject died in the hospital due to unknown cause. Multiple attempts to obtain additional information were unsuccessful.